Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump and cuff components were visually and microscopically examined and tested for leaks. The cuff had a hole from tool/sharp instrument damage along the median of the cuff shell. The pump and balloon components were visually and microscopically examined and tested for leaks. No visual damage or abnormalities were found. The balloon passed the leak test. The balloon did not pass functional testing due to high pressure. The pump did not pass functional testing due to lower flow rate being below specifications. Based on the information available and analysis results, the reported clinical event of urinary incontinence was confirmed; however, analysis identified a malfunction with the pump component with higher pressure than specifications and balloon component with lower flow rate specifications. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The device was removed and replaced. No further patient complications were reported.